Event description:
As reported, the balloon on a 5mm x 25cm saber percutaneous transluminal angioplasty (pta) balloon catheter ruptured during inflation. There were no reported injuries to the patient. The device was stored and prepared according to the instructions for use (IFU). There was no difficulty removing the sterile packaging components or the protective balloon cover. The device maintained negative pressure during preparation, and the contrast-to-saline ratio was 1:1. The device was not subjected to an acute bend, was able to cross the lesion, did not kink during the procedure, was removed easily from the patient, and was removed intact in one piece. The device will be returned for evaluation.